Event description:
It was reported that the customer fell on ice and the screen on the insulin pump cracked. His blood glucose level was 196 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Insulin pump received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.